Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen (500 mcg/ml at 29.99 mcg/day) via an implanted infusion pump. It was reported the pump was alarming yesterday. The hcp checked the status of the pump with logs and the logs showed the pump safe state and programming reverted to min rate mode. It was asked it patient was around any emi or had any medical procedures at the time of the alarm but caller noted there was none. The caller checked all fields for accuracy and update the infusion mode to the correct dosing. The hcp was successful.